Event description:
The patient had a primary hip surgery on (B)(6) 2018. Subsequently, the patient came in reporting pain due to a dislocation of the head from the liner. On (B)(6) 2020, the surgeon revised the head and liner the surgery was completed successfully. On (B)(6) 2022, the patient came in reporting instability and the surgeon revised the head and utilized an option sleeve. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11may 2022: lot 163454: (B)(4) items manufactured and released on 04-oct-2016. Expiration date: 2021-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.